Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that multiple buttons on their device would not respond when pressed. Upon evaluation of the customer's device, physio confirmed that multiple buttons, including critical buttons such as the analyze, charge and shock buttons, would not respond when pressed. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that multiple buttons on their device would not respond when pressed. Upon evaluation of the customer's device, physio confirmed that multiple buttons, including critical buttons such as the analyze, charge and shock buttons, would not respond when pressed. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic) chip, designator u5.

Event description:
The customer contacted physio-control to report that multiple buttons on their device would not respond when pressed. Upon evaluation of the customer's device, physio confirmed that multiple buttons, including critical buttons such as the analyze, charge and shock buttons, would not respond when pressed. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.